Event description:
A patient had been hospitalized on 02/22/2006 due to hyperglycemia. Reportedly the patient experienced some difficulty loading the pump and when troubleshooting measure were not successful the patient went to the hospital as they did not have any back up supplies or a doctor established as they had just relocated to a new state. The ER doctor treated the patient for what he described as high blood sugar and possible dka. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, as of the time of this report the device had not been returned.